Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. After the pump reset, the malfunction code did not recur, allowing the customer to continue using the pump, with instructions to contact support if the issue recurred.